Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two events reported for the same pt involving three separate products; associated mdrs #12257142013-02980, 1225714-2013-02981, 1225714-2013-02982, 1225714-2013-02983, 2937457-2013-00384, 2937457-2013-00385.